Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. UDI: (B)(4).

Event description:
Product was received at distributor's office unsealed and missing from package.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via photograph. From the received photo, it was confirmed that the packaging was not sealed and the screw was not there in the package. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was attributed to a previously addressed manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.